Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device.. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, using an acrobat mechanical stabilizer system std, dr was having an issue with the device. He was having a hard time visualizing the anastomotic site because, the arm of the retractor was large and in the way. Dr also commented the arm would wiggle as the heart would beat. He stated that he was dissatisfied with the product.